Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:08:35. During night drain cycle six, the patient's ultrafiltration reading was 2379ml, indicating the home patient (hp) drained 1879ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The device used in this situation is unknown; therefore, it does not have an known us 510k number. A 510(k) number will not be provided in the emdr. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(6).

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was use error, tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent. The device brand name is a homechoice additional: d4 the device catalog number is 5c4474d.